Event description:
It was reported that there was damage and cracks in the case. The device was returned for calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower case halves were broken. It was also noted that one bail cover and ring cover were broken, the battery contacts were compressed, one bail and ring were missing, the battery drawer o-ring was missing and there were tool marks on the battery drawer.